Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. It was noted that the up arrow, down arrow, and contrast key contacts spring back intermittently when pressed. The ok button key contact did not click and spring back during testing. During investigation, the up arrow and down arrow button key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were sticking and overly responsive. The pt reported that the down arrow and ok keypad buttons began sticking 3 to 4 weeks ago. She noted that presses of the down arrow and ok keypad buttons result in scrolling, due to the buttons sticking when pressed. The pt stated that the rubber keypad is intact; denied exposing the pump to water; and stated that she wears the pump on her waist with a clip or in her pocket.